Manufacturer narrative:
(B)(4). D10: unknown trilogy liner 64mm cup. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04) - head. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision due to joint dislocation. It was noted that the trilogy liner was revised to a constrained liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.